Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic, lower abdominal, lower back and vaginal area pain, pain during intercourse, urinary incontinence, retention, leakage along with frequent/burning urination, abnormal bowel movements, severe urinary and vaginal infections, rectal absences, vaginal and rectal bleeding, and lower abdominal inflammation. No further information has been provided.